Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total hip arthroplasty, universal handle spilt into two pieces while impacting the liner. No patient harm noted. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted the main tube was not returned with the inserter shaft assembly. Visual inspection of the returned product identified the blue handle sleeve had fractured into two pieces. The fracture ran circumferentially about the inserter shaft and thru the dowel pin hole. The device exhibited wear & tear that was indicative of repeated use. Because the lot number/ manufacturing date is unknown, the potential field age of the device cannot be determined. Therefore, it is unknown how many times the device was used in the field. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.